Event description:
On december 15, 1998, safeskin was served with the following lawsuit: plaintiff's claim alleges the following: on april 10, 1995, plaintiff contacted defendants to ask whether she might be allergic to latex. On april 12, 1995, plaintiff was tested and asked to blow up a ballon. Plaintiff did blow up a ballon and when she arrived in the office she exhibited signs of watery eyes and nasal congestion. Following the test, plaintiff was given a blood test whereby she was tested positive for latex allergies. On the evening of december 12, 1995, plaintiff accompanied her sister to hospital emergency room because her niece was suffering from a high fever. Plaintiff was exposed to latex gloves manufactured by at least 3 different corporations including defendants, baxter, safeskin & steriifx. Later that evening, plaintiff suffered a violent anaphylactic reaction which required her to seek immediate attention. Alleged injuries: respiratory difficulties, which led to anaphylaxis which produced anaphylactic shock and caused cardiac damage and put plaintiff into a coma.